Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a damaged trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) had been completed. Upon evaluation, the electrode belt trunk cable connector was damaged. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The last pt to use this electrode belt did not report any deficiencies.